Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.

Event description:
On follow up for a blocked patient line a peritoneal dialysis (pd) nurse reported a patient was transferred to hemodialysis after being diagnosed with peritonitis. The pd nurse has no further information about this event. Requested patient medical records from pd nurse.